Event description:
It was reported that there was a sudden rise in threshold to high levels. The lead remains in use. No patient complications have been reported as a result of this event. The lead was noted to be part of the product surveillance registry.

Event description:
It was further reported that there was sustained failure to capture.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6947m62 lead implanted: (B)(6) 2013; 5076-52 lead implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The investigator assigned relatedness to the lv (left ventricular) lead. The event resolved without sequelae and the lead remains in use based on medical judgement.